Event description:
It was reported occlusion alarms occurred. Reportedly the customer is using u500 insulin and wearing the infusion set for longer than 3 days. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.